Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and upgrade the agency accordingly.

Event description:
During a procedure while using the halo cutting forceps device laparoscopically to cauterize tissue. The device worked appropriately when in contact with the pt tissue but once it was removed from the pt's body cavity, the tips stayed activated even though the button used to activate the device was not depressed. The device was removed immediately from the field and replaced with an alternate device which completed the case with no further issues or complications. No injury to the pt.